Event description:
Pt states that her cadd legacy pump for veletri got wet in the rain and is no longer working. Pt. States that when the batteries are in, the pump continually beeps with no error messages showing. Pt has the second pump infusing and did not have any interruption in therapy. "Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Did we replace device - yes." Reported to (B)(6) by pt/caregiver. Diagnosis or reason for use: pah.